Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of pump's screen indicated that the feeding was complete and stopped running even though the bag was full. The unit was triaged and the reported issue could not be confirmed at this time; the customer was contacted and no further information on the complaint could be determined. The complaint is determined to be the customer misinterpreting the proper operation of the pump. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that during feeding, the enteral feeding pump's screen indicated that the feeding was complete and stopped running even though the bag was full. No patient injury has been noted.